Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of the patient's left hip in 2014. In providing additional information in response to requests for pi (B)(6), the rep confirmed that the implantation date of (B)(6) 2014 was a revision of stryker devices. The reason for revision and the devices which were revised are unknown. The rep reported that no further information will be available.